Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported it was reported that on (B)(6) 2024 PICC inserted, and on (B)(6) 2024 leakage noticed pouring out of insertion site and therefore removed. Total length 37cm, exit site marking 0cm, secured with statlock. Hole was noticed at 20cm. No patient harm reported. No other information provided, at this time.